Event description:
Complainant alleged that during functionaltesting, the device displayed a "defib fault 109" message. Complainant indicated that there was no pt involvement in the reported malfunction.